Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 9 months post implantation of two promus stents in the mid and proximal left anterior descending artery (m-plad), the patient experienced angina. The proximal stent had 80% ostial in-stent restenosis. Coronary artery bypass graft surgery performed. On (B)(6) 2011, the patient was discharged. There was no additional information provided.